Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of tears in the probe covers was confirmed, and the cause appears to be related to use of the device. A used probe cover was returned for investigation. The cover was crumpled and full of clear drops of fluid. The holes were observed in the distal (closed) end of the probe cover. A microscopic examination of each leak site revealed that the holes were part of a section of deformation in the probe cover material. It appeared that the probe cover material was stretched and torn. A functional test revealed that fluid would leak from the holes. It was reported that the holes were created after the needle guide was placed on the probe. The needle guide attachment technique could be a potential contributing factor. It is unknown how the needle guides are attached. The IFU indicates to clip the short end of the needle guide to the end of the needle guide hook closest to the top of the probe. Then, push the larger end of the needle guide toward the probe until the needle guide snaps on to the needle guide hook. The IFU cautions, ¿always snap the needle guide on to the probe hook. Do not slide the needle guide on to the needle guide hook, as the sterile sheath may tear.¿ it was reported that the complainant is experiencing the same issue regardless of probe cover manufacturer. A lot history review (lhr) of rebr1050 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (rebr1050) have been reported from the same facility.

Event description:
The facility reported that they check the probe covers after the procedure by filling them with water and observing for leaks. The cover is filled with tap water and no pressure is applied, a small drip was noted from seam. The facility stated they assessed the equipment and did not find any deficiencies or rough points on the wand. The rn at the facility determined that the holes are created after the needle guide is placed on the probe and stated as long as the needle guide is not removed, the hole remain covered and sterile. The rn stated if they are unsuccessful with puncturing or advancing the wire in one particular vein, and need to go with another vein in the same arm, they usually have to change needle guides due to change in depth. It was expressed that this was the point that the sterile field becomes compromised. At this time, the rn said they are no longer applying non-sterile gel to their probes prior to placing the probe cover. Facility stated they are seeing the same issue with all probe covers regardless of manufacturer. This report addresses the third leaking probe cover of this lot number.